Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. A visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. Visual observation does not confirm the reported failure of the device being broken 2+ pieces. However, the actuator of the device was observed to be slightly deformed. To test the functionality of the device, the trigger was pulled and it was observed that the jaws did not open and close as intended. When the actuator is deformed the jaws don't operate as intended, therefore is a root cause for the jaw not opening and closing. The actuator may have been deformed due to user mishandling. However, given the information provided we cannot discern definitively how the actuator was deformed.  A manufacturing record evaluation was performed for the finished device lot number 13d02, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the customer via phone that the penetrating grasper 35 degree up was broken. The customer did not know how it was broken or if it broke in relation to a procedure. The customer stated that no patient harm or surgical delay was reported. The customer could not provide any additional information. The device is returning for evaluation.